Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2017, the patient had no unusual complaints other than ongoing fatigue. On the morning on (B)(6) 2017, the patient went to the bathroom and came out to tie his shoes and fell. The patient did not have any symptoms according to the spouse. The patient reportedly fell again, and the spouse noticed right sided weakness. Emergency medical services were called and the patient was brought directly to CT scan. The patient was alert on arrival, aphasic, and had right sided hemiparesis and neglect. When the patient returned from CT scan the glasgow coma scale score was 4, and the patient began to experience decerebrate posturing, and unequal pupils with an agonal breathing pattern. The patient was intubated, given mannitol, cleviprex, and sodium bicarbonate. CT scan revealed a large parietal intraparenchymal hemorrhage with associated subdural and subarachnoid hemorrhage. There was a mass effect with midline shift of 1 cm from left to right. Support was withdrawn and the patient expired. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke, bleeding, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.